Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative that the left ventricular (lv) his bundle lead exhibited high thresholds. It was also reported that the right atrial (ra) lead exhibited no capture. The lv his bundle lead and ra lead were reprogrammed, repositioned and remain in use. No patient complications have been reported as a result of this event.